Event description:
It was reported that pt was complaining of pain for last six months, and swelling laterally. Original surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.